Event description:
Baxter (B)(4) received a report that an infusor had leaked inside after filling. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample with fluid in the housing. The reported condition of a leak was confirmed. Visual examination of the unit showed leakage from the welded area of the volume indicator and port. A leak test was performed on the unit by filling the reservoir with colored water. During fill, leakage was noted at the volume indicator and port. The root cause was determined to be a manufacturing defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.